Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cyber security upgrade, the device lost telemetry and went into backup vvi model. The device firmware was downloaded to resolve the event and the patient was stable.